Event description:
It was reported that the keypad button presses did not activate desired pump functions. The reported that the keypad buttons were intermittently unresponsive. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on the up arrow button. It was noted that multiple button presses are required before the button will engage. The buttons did not have normal spring back click. In addition, there was evidence of adhesive/contamination found under the up and contrast key contacts when the keypad was removed.